Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during a bowel resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.